Event description:
A malfunction alarm 20 was reported on the pump, which occurred during pumping and did not cause an adverse impact to the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge, the cartridge alarm recurred, preventing the customer from resuming insulin therapy. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and arranged for a replacement pump, instructing the customer to store the faulty pump and return it with a pre-paid label within ten days. The customer acknowledged and understood the instructions.